Event description:
Report received from the USA stating that the device was making "noise" when being connected to the foot pedal during a posterior lumber interbody fusion procedure. There was a delay of approximately one minute to the procedure to retrieve another spare xmax to use to complete the case. The reporter declined to provide additional pt information. There were no injuries or medical intervention reported. There was no additional information provided.

Manufacturer narrative:
The device has been received by anspach. The event could not be confirmed. If additional information is received, a supplemental report will be sent. (B)(4).